Event description:
It was reported by an attorney that a patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, urinary tract infections, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a surgery on (B)(6) 2009 to excise the mesh and repair an urethral erosion. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.